Event description:
During a laproscopic gastric bypass procedure, the staples would only fire partially and were very difficult to fire. For one, the cartridge came out of the jaw. Another one the firing handle broke off. There was no pt consequence. The procedure was completed with another device.